Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that auxiliary drawers failed to recover. A field service engineer guided customer through a hard shutdown, tightened the external pyxisbus cable between the main and auxiliary tower, and verified the power button position. After, reboot, all doors were detected on the bus, and the customer successfully loaded patient specific medications. The system functioned as intended after field service engineer assisted the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawers failed to recover. The customer rebooted the station and performed a recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.